Event description:
Surgeon stated that antibiotic simplex with tobramycin was setting quicker in the distal canal of a exeter stem hip replacement and slower proximally.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.